Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03947, 2134265-2014-03948. (B)(4). It was reported that angina and in-stent restenosis occured. In (B)(6) 2013, a 3.0mm x 28 mm ion paclitaxel-eluting platinum chromium coronary stent system was implanted in the mid right coronary artery (rca). In (B)(6) 2014, the patient was diagnosed with stable angina and was hospitalized. During target vessel revascularization (tvr), the 70% restenosis of the previously placed study stents in the proximal to mid rca was treated with balloon angioplasty and placement of 3.00 mm x 38 mm and 3.50 mm x 20 mm promus premier drug eluting stents, in overlapping manner, with 0% residual stenosis was 0%. One day post procedure, the event was considered resolved without residual effects and was discharged on aspirin and clopidogrel.

Event description:
It was further reported that the target lesions during the index procedure, were in-stent restenosis of two unknown drug eluting stents in mid and proximal rca. In (B)(6) 2014, the patient was seen for chest pain. The restenosis of the previously placed study stents were diffused.